Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
It was reported that during device preparation, it was noted that the implantable cardioverter defibrillator was foggy and the header looked frosted and not clear as usual. It was further noted that the paper top was wavy and appeared to have been wet, and then dried but the sterile seal was not compromised. The device was not used.